Event description:
It was reported that a malfunction occurred when the patient wore a pump during an MRI, resulting in malfunction code 24 and fault ID 0x2219, which was not resettable. There was no reported impact to the customer¿s blood glucose level, as the user declined to answer whether it exceeded 500 mg/dl. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery. Technical support provided instructions to put the faulty pump into storage mode and arranged for its return, while also sending a replacement pump. The customer understood and acknowledged the necessary steps for returning the problematic pump and receiving the replacement.